Event description:
It was reported that one day post implant, the right ventricular (rv) lead had dislodged or perforated. The lead was undersensing, had no capture and had out of range impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor and on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst noted that both insulations breached and blood ingression causing both conductors to short together and it did contribute to the electrical complaints. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon further review, there was no perforation suspected, only lead dislodgement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.